Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. It was pressure tested and visually inspected for the reported damage. Results: the pressure test result was outside the specification. Visual inspection revealed the inspiratory tube was torn. A lot check revealed no other complaints of this nature for lot number 121206. Conclusion: we were unable to determine how the subject rt236 was damaged. All infant breathing circuits are visually inspected for any cuts or holes before leaving the production line, and those that fail are rejected. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected infant breathing circuit was damaged after it was released for distribution. Our user instructions supplied with the rt236 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a presure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." This is the only complaint of this nature that we received in the past 12 months to the end of (B)(4) 2013.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the blue tube of an rt236 infant dual-heated evaqua breathing circuit was found broken when the bag was opened.